Event description:
The patient was enrolled in the (B)(6) study on (B)(6) 2018 with patient identifier (B)(6). It was reported that cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was being performed. The patient underwent successful placement of a 33mm watchman laa closure device with a complete laa seal and deployed device diameter of 27.6mm. Prior to index procedure, aspirin was administered. After implant, the patient was started on aspirin and clopidogrel. The patient was discharged the following day. Seven hundred and sixty-six days post-index procedure, the patient presented emergently with left-sided facial droop and dysarthria. At this time that patient was not on any anticoagulants. The patient was hospitalized and upon admission was noted to experience speech disturbance, knowledge deficit, and mobility impairment. Two days later, computed tomography was performed and negative for infarct. Magnetic resonance imaging (MRI) angiography of the head was performed revealing normal intracranial images. The same day MRI of the brain was performed revealing one slice phenomena of subtle restricted diffusion in the right basal ganglion which may or may not reflect an acute infarct. However, no hemorrhage or mass effect and no diffusion was noted. The same day carotid artery scan bilateral duplex revealed 41-59% stenosis of the proximal right intracranial carotid artery. The patient was diagnosed with acute ischemic cva. The patient was started on plavix and aspirin. Three days after admission to the hospital the patient was noted with improved condition. The event was considered resolved and the patient was discharged home.